Manufacturer narrative:
Codman has been advised that the external drainage system was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the device lot code is unknown. The complaint cannot be verified. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that after the horizontal camp, the surgeon assumed that the antireflux valve on the drip chamber was plugged. Therefore, the drainage of the fluid was blocked. The intracranial pressure in the system increased and the general condition of the patient worsened. It is reported that the patient's condition has since improved.